Event description:
The customer reported to beckman coulter hotline support that their unicel® dxc 660i instrument was leaking fluid from the cap piercer. The customer stated erroneous results were generated. It was confirmed through a review of the provided data that results were generated involving 3 patients for the sodium, chloride, potassium, calcium, glucose, amylase, lipase, alkaline phosphatase, albumin and total protein assays which do\ID not meet beckman coulter 2 sd total precision claims. There was no known impact to patient treatment. In addition, there was no exposure to the leaking fluid.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the instrument and confirmed overflow at the cap piercer blade wash. The fse determined that an obstruction was present in the waste path from the cap piercer blade wash shuttle. The fse flushed the waste line through the waste valve to remove the obstruction and resolve the issue. (B)(4).